Event description:
On (B)(6) 2013, it was reported to animas that multiple keypad buttons were intermittently unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found the keypad cover intact with worn keypad symbols. All the keypad buttons were responding intermittently. Upon removal of the keypad cover, contamination was found under all the keypad button contacts. Unrelated to this complaint, the device powered up to a discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly.